Event description:
Additional information received from reporter on 1/26/2021 for report mw5098241. "Reporter sent device manufacturer's investigation;" conclusion analysis.

Event description:
Internal pacemaker stopped communicating with programmer on (B)(6) 2020. Prior to that physicians office tried to reset pacemaker twice. Pacemaker was implanted on (B)(6) 2017. On (B)(6) 2020 pacemaker communication was attempted again, in cath lab and failed. Pacemaker was then replaced without incident. Nothing abnormal noted on pacemaker removed. FDA safety report ID # (B)(4).